Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that after the patient¿s trial in (B)(6) 2018, he had experienced a infection and they had a fever. The patient was brought to the emergency room (ER) and the patient¿s son thought the implanted leads caused the infection. The patient was given IV antibiotics for six weeks at a rehab center. It was noted that the patient¿s son wanted to hold on to the leads and they noted that the patient experienced multiple falls at their home during their trial. There were no further complications reported or anticipated.